Manufacturer narrative:
It was later reported that an s-ICD was implanted and defibrillation threshold (dft) testing was successful with the concomitant pacemaker. A later procedure was planned to move the pacemaker to the patient's right side and connect it to an abandoned pace/sense lead and add a right atrial (ra) lead. This chronic defibrillation lead will be fully abandoned at that time. The lead remains implanted but not in use. Analysis of the returned device determined the device was damaged due to shocking into a shorted lead condition. This rv lead is considered compromised.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received several shocks from the device. After the shocks were delivered, the device displayed a code 1004 and 1007, indicating a shorted lead condition and charge time out. The device was at end of life (eol) battery status and the shock episodes could not be reviewed. It was noted the battery status was good at the (B)(6) 2017 follow up. The device was explanted. X-ray inspection of the rv lead did not show damage, and visual inspection of the portion of lead in the pocket did not reveal insulation damage. However, as the cause of the shorted condition was not confirmed, the shocking portion of the lead was not reused at this time. A pacemaker was implanted and connected to the rate/sense portion, as the patient was indicated for bradycardia; the patient was not pacemaker dependent. The physician wanted to determine if the chronic defibrillation lead remained usable before taking further steps. Due to the patient's medical condition, the lead could not be extracted and a new lead could not be implanted. If the lead was good, a new transvenous ICD would be implanted. If the lead was bad, an subcutaneous implantable cardioverter defibrillator (s-ICD) would be used with the implanted pacemaker. The patient remains hospitalized pending further evaluation of the chronic rv lead and of the explanted ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the pacemaker was moved to the patient's right side and was connected to a previously abandoned pacing lead, and an ra lead was added. Successful dft testing was performed again with the s-ICD and with the pacemaker relocated. This rv defibrillation lead was therefore fully abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.